Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-00359. It was reported the patient was not receiving effective therapy due to impedance issues. Surgical intervention was undertaken and the lead was explanted and replaced. Patient has effective therapy.